Manufacturer narrative:
(B)(4). Upon further review it was determined that this was a duplicate of 3010532612-2024-01104, thus, the initial MDR submitted on 12/19/2024 should be retracted.

Event description:
It was reported via the customer "iabp balloon was [clotted] inside the patient and balloon not able to take out. No blood found in catheter lumen and not stopped [pumping] later patient condition was bad then found balloon [not] inflating properly. Then patient expired they are not able to take out the balloon from patient. They cut lumen and take out balloon separately".the patient's condition is reported by the facility as "deceased". Please see associated MDR#: 3010532612-2024-01104.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via the customer "iabp balloon was [clotted] inside the patient and balloon not able to take out. No blood found in catheter lumen and not stopped [pumping] later patient condition was bad then found balloon [not] inflating properly. Then patient expired they are not able to take out the balloon from patient. They cut lumen and take out balloon separately".the patient's condition is reported by the facility as "deceased". Associated MDR#: 3010532612-2024-01104.